Event description:
It was reported from or staff that the clips in a hem-o-lock device were coming out of the device already closed. The device was removed from service and replaced with a new device. The procedure was completed as planned with no harm to the patient. The faulty device was sent to clinical engineering for return to the manufacturer and documentation. Manufacturer response for clip, implantable, weck (per site reporter). The rep was notified and will be picking up the device for failure analysis.